Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) expired. A routine mortuary interrogation had been requested. A treated episode was recorded in which therapy was exhausted. The original rhythm may have been supraventricular tachycardia (svt) and it appears the first delivered shock induced ventricular fibrillation (vf). The vf was not converted and the episode ended due to therapy exhaustion. The next stored episode had one delivered shock for what appeared to be oversensing of an agonal rhythm.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) expired. A routine mortuary interrogation had been requested. A treated episode was recorded in which therapy was exhausted. The original rhythm may have been supraventricular tachycardia (svt) and it appears the first delivered shock induced ventricular fibrillation (vf). The vf was not converted and the episode ended due to therapy exhaustion. The next stored episode had one delivered shock for what appeared to be oversensing of an agonal rhythm.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.